Event description:
Reportedly, a 4600g30mm annuloplasty ring was explanted after an implant duration of 11 years (132.03 months) and was replaced by the same made and size annuloplasty ring due to tricuspid regurgitation of the native valve.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to this event. The device is not available for return and evaluation as it has been discarded by the hospital. A second device was explanted (mitral valve, (B)(4)) after 132 months due to mitral stenosis and is reported on a quarterly asr.

Manufacturer narrative:
Additional manufacturer narrative: it was initially reported that the device was discarded. However, it was further reported that the device was found to be not explanted but remained implanted. There was tricuspid regurgitation observed and (B)(4) was implanted inside of (B)(4).